Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 410 mg/dl. The customer was not sure if the insulin pump was delivering insulin all the time. The customer kept changing her infusion set. She treated her high blood glucose level with the insulin pump and manual injection. The customer was unable to disconnect from the insulin pump because of a hand ailment. The product was not returned. Nothing further to report.